Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink valve set leaked during injection with IV contrast. The tubing ¿burst at the part where the hard plastic connects to the angio catheter and the tubing meets" (male luer interface). There was no patient injury or medical intervention associated with this event. No additional information is available.